Event description:
It was reported that caller experienced issue during Fill Tubing step in which drops of insulin were not visible at end of tubing despite using room temperature insulin and properly preparing cartridge. There was no adverse impact to the customer's blood glucose level. Technical Support instructed caller to continue filling tubing, then to disconnect tubing at t-lock and fill again, and when ball of insulin formed at cartridge pigtail, caller was advised to replace tubing, stay disconnected from infusion site, and repeat Fill Tubing step, but drops of insulin still were not seen. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone SE 2nd Gen / 2.9.1 / iOS 26.1.